Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial pacing impedance trends not available. Since (B)(6) 2015, lifetime minimal atrial impedance measured less than 24 ohms and lifetime maximum atrial impedance measured 231 ohms.

Event description:
It was reported that during a routine device replacement procedure the impedance on the atrial lead was low. Chest x-ray indicated the lead was damaged. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.